Manufacturer narrative:
(B)(6). The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
A family member reported that the pump was rebooting. She stated that she tried a new battery cap and a new battery to try and resolve the issue, without success. The family member stated that the display screen is blank and the vibratory function is not working. She confirmed that there is no corrosion in the battery compartment and no structural damage to the battery cap and compartment.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that rebooting had occurred which was duplicated during testing. Visual inspection revealed a battery compartment crack, stripped threads on the battery cap, and corrosion inside the battery compartment. The battery cap was unable to maintain an electrical connection, resulting in power loss and rebooting. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. A test battery cap was used to complete testing. The pump powers on appropriately with the test cap. The pump was exercised for 24 hours with no further rebooting.